Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It has been reported that one syringe integra 3ml w/ndl 25x1 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: customer stated that on several occasions (at least 5 times), they have been having issues with the syringe leaking medication while administering vaccinations. Customer stated that it has happened at least twice within the past week, but did not have specific dates for the past times; however, she did provide dates for two occurrences. Samples have been discarded.

Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based off of the user's area code. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe integra 3ml w/ndl 25x1 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: customer stated that on several occasions (at least 5 times), they have been having issues with the syringe leaking medication while administering vaccinations. Customer stated that it has happened at least twice within the past week, but did not have specific dates for the past times; however, she did provide dates for two occurrences. Samples have been discarded.